Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00559.

Manufacturer narrative:
(B)(4). Additional information from the importer report: date of this report: 02/04/2013. Brand name: pelvicol acellular collagen matrix. MFR name: tissue science laboratories, (B)(4). (B)(6).